Event description:
A laparoscopic bowel grasper broke off at the hinge and was retained in abdomen on a pediatric patient. The surgeon, circulator nor instrument processing noted that it was missing during the case. Since the case was laparoscopic, a post op film was not obtained after surgery. However, since stents were placed, a film was ordered later in the evening to confirm placement and that is when the metal fragment was discovered in the abdomen.

Manufacturer narrative:
The following elements have blank data.

Event description:
A laparoscopic bowel grasper broke off at the hinge and was retained in abdomen on a pediatric patient. The surgeon, circulator nor instrument processing noted that it was missing during the case. Since the case was laparoscopic, a post op film was not obtained after surgery. However, since stents were placed, a film was ordered later in the evening to confirm placement and that is when the metal fragment was discovered in the abdomen.